Event description:
No RMA was issued, the device is not expected to be returned. The 110-4l catheter is being used with the licox pmo system. The cc1.p1 catheter is working properly providing the oxygen and temperature readings. The 110-4l functioned correctly for approximately six hours, giving correct intracranial pressure monitoring readings and waveforms. The intracranial pressure value then jumped to greater than 200 mmhg. The 110-4l catheter was removed and a second 110-4l catheter was placed in the same lumen on the ip2 bolt.

Manufacturer narrative:
This submission is linked to medial device reference numbers 2023988-2004-0096 and 2023988-2004-00097. All three catheters were used on one patient, but all three catheter were reported to have malfunctioned. This catheter is not expected to be returned for visual or mechanical inspection; therefore, an investigation has been initiated based on the reported information.